Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. It should be noted that the mitraclip nt instructions for use states that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr greater than or equal to 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, the reported clip becoming caught in chordae (difficult to remove) appears to be related to user technique/procedural circumstances. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. Based on the information reviewed, the reported tissue damage resulting in worsening tricuspid regurgitation (tr) appears to be a result of the clip becoming caught in the chordae. The tissue damage (chordal rupture) and tr were therefore related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use-mitral valve device used to treat tricuspid valve. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult removal and tissue damage. It was reported that on (B)(6) 2017, the patient, with severe, grade 4-5 functional tricuspid regurgitation (tr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy, but became caught in the chordae. Troubleshooting maneuvers were made to remove the device and the clip was inverted; however, the posterior leaflet was inadvertently grasped in the inverted clip. An attempt was made to remove the clip from the leaflet, but the clip was quickly torqued while retracting and the posterior leaflet was torn completely from the tricuspid valve. The tr grade increased to 5 and the patient was taken for surgical tricuspid valve replacement. No additional information was provided.